Event description:
It was reported that there was a revision of an eius uni knee because of pain, swelling and clicking.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an eius tibial component was reported. The event was confirmed. Medical records received and evaluation: medical review of the records provided concluded; radiology confirms adequate overall alignment of the knee but the femoral component was not well centered over the tibial component while the tibial component had radiolucent lines below indicating it was probably loose. Degenerative changes were present in both medial and patello-femoral compartment. No implants were returned for investigation. Suboptimal implantation of the eius femoral component has caused a local overload condition contributing to premature loosening of the tibial component while the clicking sensations may have been caused by the femoral component riding over the central edge of he tibial component. Component loosening usually results in clinical symptoms of pain and swelling due to the accompanying synovial irritation while osteoarthritis disease progress may have been triggered both by the suboptimal component position as well as natural disease progress. This would declare the principal root cause of failure as procedure-related due to suboptimal component position with a possible additional effect of disease progress as patient-related co-factor. There is no evidence for device-related factors playing any role. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the reported loosening was caused by malpositioning of the femoral component and disease progression causing overload on the implanted components. It is noted that a product field action in the form of a reportable product recall was initiated for eius knee components and that the eius knee system was made obsolete in february 2011.

Event description:
It was reported that there was a revision of an eius uni knee because of pain, swelling and clicking.

Event description:
It was reported that there was a revision of an eius uni knee because of pain, swelling and clicking.